Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain and lumbar radiculopathy. It was reported that patient's battery needed to be replaced because rebooting did not work. Rebooting was tried few times but it did not work. Patient inquired further about what they need to do in order to have the replacement done. Patient noticed the issue in (B)(6) of 2016. The exact date was not provided. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported on (B)(6) 2017 from a consumer via a representative that the patient was unable to charge their ins. The patient stated it was taking too much time to charge and they had a hard time maintaining connectivity. The patient mentioned wanting to switch to a primary cell ins and they are currently on high dose stimulation. The patient stated they do not like to charge. The rep stated the patient was going to call to schedule an appointment to check the impedances and coverage, as well as to assess if low density therapy would be effective for the patient if they were to get a prime cell battery. It was reported on (B)(6) 2017 by a representative that the patient had been seen by a manufacturer representative the day before ((B)(6) 2017). Additional information was received from a representative on (B)(6) 2017 reporting that they did not know when the overdischarge occurred but the patient was not able to be brought out of overdischarge. The patient was noted to need a replacement. No further complications were reported.